Event description:
It was reported that the bd luer-lok¿ tip syringe leaked epinephrine past the plunger during use. The following information was provided by the initial reporter: "syringe was pre-filled by pediatric pharmacy with epinephrine for administration to a (B)(6) in the cv surgical ICU. After beginning the infusion with a syringe pump, the nurse noted after a short time that there was fluid in the syringe barrel behind the plunger, indicating a likely leak somewhere along the plunger barrel interface. New syringe/medication dose ordered and the leaking syringe was replaced."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age and date of event were used to determine a placeholder date for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.